Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown. A trend related investigation was performed; no trend could be identified. The root cause could not be determined. (B)(4).

Event description:
It was reported that, on (B)(6) 2014, a consumer experienced extreme burning, pain, blurriness, and headaches after inserting a contact lens into the right eye after using the contact lens solution. The consumer consulted an eye care professional (ecp) and reports that a diagnosis of a "corneal burn" was given. The ecp prescribed tobramycin-dexamethasone ophthalmic drops and advised the consumer to also use artificial tears. Follow-up info provided by the consumer's husband on (B)(6) 2015 stated that the customer's symptoms were subsiding since using the prescribed medication and artificial tears. She had not resumed contact lens wear at that time, as the ecp advised a cessation of contact lens wear of four days. It was confirmed that this was the first time the consumer attempted to use the product in question that she did not use the special lens case for neutralization of the lenses that was provided in the package (a flat case was used instead). Additional info was received on (B)(6) 2015 from the consumer's husband which stated that his wife's eye "took a turn for the worse" the day before and continued into (B)(6) 2015. The consumer completed her 4 days of medication on saturday and was told to use over the counter lubricant drops until her vision returned completely. When we woke up on sunday morning her right eye was blurry and the blurriness worsened throughout the day and into (B)(6) 2014. The pt started to come back throughout the day which she described as "knives poking her I the eye" and "burning". The ecp told her to come in right away because this was not normal. The ecp told her that the over the counter lubricant drops were likely causing an allergic reaction and preventing the eye from healing fully. It was recommended that she switch to a preservative free artificial tear eye drop. She was advised to return for follow up on thursday to make sure the eye is healing fully. Received completed adverse event (ae) form and medical records from ecp on (B)(6) 2015 which stated that the consumer misused the product in question without using the specialized lens case and was diagnosed with diffuse corneal and conjunctival chemical burn and diffuse superficial punctate keratitis (spk) in the right eye (od) only on (B)(6) 2014. The consumer described the pain as moderate, gritty sand feeling, wateriness, redness, pain, and light sensitivity. The consumer also complained that when inserting her contact lenses that day she felt a lot of pain. The ecp was not sure if that pain was caused by the expired solution that she was using or from vapor rub that she had left on her hands. The conjunctiva showed edema, mild bulbar, hyperemia moderate in the od. Sclera showed no sign of inflammation. Cornea shows spk diffuse. The consumer was prescribed tobramycin-dexamethasone ophthalmic drops four times a day for 5 days in od only as well as artificial tears to help calm down the inflammation. The consumer was rechecked on (B)(6) 2015 after blurriness had gotten worse and her eye hurt. The consumer's eye hurt, but not as much as before and her eye was not blurry until she finished the eye drops. Consumer complained of blurred vision at a distance as well as near as well as swollen eyes, pain, and redness. Bulbar and palpebral conjunctiva were clear and without signs of inflammation. Cornea showed diffuse spk over the nasal half of k. The consumer was advised to discontinue the tobramycin-dexamethasone ophthalmic drops and discontinue the current artificial tears and to purchase preservative free artificial tears instead. It was advised to be rechecked in 3 to 4 days. The consumer was expected to resume contact lens wear pending next recheck. Additional information was received from the patient's husband on 01/09/2015, which stated that his wife went to see her ecp again and was re-prescribed tobramycin-dexamethasone ointment due to increased inflammation and was instructed to use in the affected eye for another week. He noted that the eye had not healed as the doctor had hoped, but he thinks after one more week of medication this should be healed. The consumer's blurriness continued to worsen, and the ecp is unsure if it will return to its normal visual acuity or if the prescription may have to change. The consumer will be returning for a follow up appointment in the upcoming week, but it had not been scheduled yet. Additional information received on (B)(6) 2015 from the ecp in the form of the second page of the ae form that was missing from the initial fax on (B)(6) 2015, and two additional doctor notes. The ae form specified that the patient experienced severe foreign body sensation/ discomfort, moderate redness, watery discharge, no anterior chamber reaction, no ulcers or infiltrates, corneal staining was present with a moderate severity and >50% of the cornea, and no permanent scarring. The clinical diagnosis was a chemical burn on the cornea 2 degree due to not using the proper lens case with clear care. The ecp prescribed tobradex qid x's 5 days in affected eye. Follow-up was scheduled for (B)(6) 2015. Lens wear was not allowed to resume because the patient's cornea was not fully healed. The doctor notes for the (B)(6) 2015 visit stated that the patient came in with complaints of her right eye still not feeling better. The va gets blurry as the day goes on and it did not feel like the preservative free drops were working. They made her eyes burn and were not helping. The patient stated that her eyes felt better in the morning, but got worse as the day went on. The patient presented with dva 20/40 with glasses os 20/20 and ou 20/20. The diagnosis remained as a corneal and conjunctival burn in the right eye. The patient was instructed to resume tobradex qid for 7 days in both eyes due to residual inflammation inferior k in both eyes. The doctor notes for the (B)(6) 2015 visit stated that this visit was a follow-up for the (B)(6) 2015 visit's complaints. The patient did use the tobradex 1-2 times a day and did use the drops 6 times the first day but backed off due to light sensitivity. The patient was still having problems with blurry vision, and as the day went on, her vision got worse. However, there was no pain. She did not feel ready to resume lens wear yet, but states she felt 50% better than the previous week. The diagnosis remained as a corneal and conjunctival burn in the right eye. Additionally, it was stated that the patient continued to show improvement in the appearance of the cornea od with minimal staining inferiorly with mild edema. The patient's vision od remained down a little at 20/40, but should be fully restored once the inflammation is completely gone. The patient also presented with corneal irritation in the os (left eye) which appears to be viral in nature, per ecp. The ecp stated that the patient was very ill during her first office visit, and it is likely that the affecting cold virus spread to her eyes. This was most likely why the patient is taking longer than normal to recover from the corneal burn. The patient was prescribed tobradex tid for 5 days, was scheduled for a 5 day follow-up, and was advised to return to the ecp immediately if the symptoms worsen prior to the scheduled follow-up. Additional information also received on (B)(6) 2015 via email from the patient's husband stated that his wife had her appointment that afternoon and still had some inflammation in her eye. According to the ecp, her eye was now 90% healed. His wife was out of tobramycin-dexamethasone suspension ophthalmic drops, so the doctor wrote a new prescription so that she could take them at least 3 more days. Her follow-up was scheduled for next (B)(6). Additional information received on (B)(6) 2015 from the consumer's husband stated that his wife had another eye appointment that day as was showing signs of improvement. She was instructed to begin tapering off her prescriptions but to continue use of the artificial tear drops. She is scheduled to follow­ up with the ecp in two weeks. Additional information received on (B)(6) 2015 from the consumer's husband stated that his wife had an eye doctor appointment yesterday and was told that her eye was nearly healed. The doctor suggested that she wait one more week before resuming lens wear, and that she does not need to be seen again for a follow-up unless she experiences issues upon lens wear resumption.